Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On 06aug2020, a johnson and johnson sales representative reported that a patient (pt) in malaysia was diagnosed with a corneal ulcer while wearing the acuvue oasys®1 day with hydraluxe¿ technology brand contact lens. The representative advised the reporting eye care provider (ecp) requested a return call. On 10aug2020, additional information was provided: the reporting ecp advised the pt was diagnosed with a ¿corneal ulcer¿ by an eye specialist and then advised the ecp about the event. The event occurred a ¿few months ago.¿ the pt was prescribed eye drops (medication name and treatment frequency are unknown). The affected eye is unknown. No additional information was provided. Additional medical and product information was requested. The reporting ecp refused to provide the pt¿s contact details. The ecp will contact the pt for additional information. Additional email attempts were made to the reporting ecp for additional medical information, but nothing additional has been received. The suspect lot number is unknown. The suspect product is reported to have been discarded by the pt. No additional evaluation can be conducted. This event is being reported as a worst-case event as we were unable to verify the pts diagnosis and treatment with the treating ecp. If any further relevant information is received, a supplemental report will be filed.